Manufacturer narrative:
Follow-up #1: date of submission 9/8/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: no defect found. Unable to duplicate complaint about keypad. Keypad is intact with no evidence of peeling or damage, all keys are responsive. Removed the keypad, no evidence of contamination on key contacts..opened pump. No evidence of the moisture corrosion near keypad connector.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.